Event description:
The customer reported that when using clarity ii device foot pedal, the device began firing continuously from the hand piece. The device had to be shut down to stop the hand piece from firing. It was reported that there were no injuries that occurred during this incident. There was no injury reported associated with this incident. The clinical team made multiple contact attempts to obtain additional info about the reported event, including patient details as well as treatment and parameter details, however, these information requests went unanswered. A trained field service engineer went to the customer site for evaluation. During this time the reported issue of continuous firing was duplicated. To correct this issue, the device firmware was updated and the hand piece had the ferrite grounding coil installed. The field service engineer recommended the customer replace this hand piece with an updated and ground hand piece version. When the repairs were complete, the device was tested and passed all energy and functional tests as expected.